Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a green screen when powered on and had a constant alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with no signs of external damage. There was no evidence of the error recorded in the event history log (unable to download). The reported problem - blank screen with constant alarm- was duplicated at power up. This was due to an incomplete update process by the customer. For corrective action, uploaded software from base to head of pump which cleared the problem. Updated to software version v1.6.4. The root cause was traced to improper use by the customer/user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).